Event description:
A male pt contacted lifecor customer support to report that if he bumps the monitor the battery pack falls out. Support sent a pt services rep (psr) to the pt to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.